Event description:
Caller reported compact plus blood glucose results of 85 mg/dl, 95 mg/dl, and 195 mg/dl within 1 minute. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.